Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of check valve failure could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported a secondary infusion of sodium phosphate back flowed into the primary. Stated the pump was programmed correctly and the secondary configuration was correct. When the roller clamp on the secondary was opened, the user observed the secondary back flow into the primary. The primary set, the secondary set and the sodium phosphate were replaced. The infusion was restarted on the same pump module and the secondary infused as intended. There was no patient harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.